Manufacturer narrative:
The sample device was returned for evaluation. Investigation is in progress. A follow-up report will be provided once investigation is completed.

Event description:
Was placed on (B)(6) 2020 @ 4pm and clotted on (B)(6) 2020 5am.

Manufacturer narrative:
H3 other text : placeholder.